Event description:
It was reported that the patient was scheduled for an inflatable penile prosthesis (ipp) removal and replacement on (B)(6) 2020 due to unspecified reasons. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received in which it was reported that the patient underwent a revision surgery in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome.

Manufacturer narrative:
B5, d6, h2, h10 update.

Event description:
It was reported that the patient was scheduled for an inflatable penile prosthesis (ipp) removal and replacement on (B)(6) 2020 due to unspecified reasons. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B1, b5, h2, h6, h10 update. B5, d6, h2, h10 update.

Event description:
It was reported that the patient was scheduled for an inflatable penile prosthesis (ipp) removal and replacement on (B)(6) 2020 due to unspecified reasons. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received in which it was reported that the patient underwent a revision surgery in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced mechanical issues leading to the procedure. The explanted ipp was 20 years old. The patient was said to be recovering following the procedure. No more information available at the moment. Should additional information become available, it will be provided.